Event description:
A malfunction was reported on a pump by the caller, but there were no notable events prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in resetting it, after which the malfunction code did not recur. The customer was instructed to contact technical support again should the malfunction code reappear, and they acknowledged and understood these instructions.